Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reports that the implant was in place in the patient's mouth at ada site #4. The implant was not covered with bone. The patient presented with pain and mobility at the time of implant failure.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that the implant was in place in the patient's mouth at ada site #4. The implant was not covered with bone. The patient presented with pain and mobility at the time of implant failure.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that the implant was in place in the patient's mouth at ada site #4. The implant was not covered with bone. The patient presented with pain and mobility at the time of implant failure.